Event description:
It was reported that during a moderately tortuous, heavily calcified distal left anterior descending coronary artery stenting procedure, while deploying the 3.50 x 18 mm xience v stent an edge dissection in the vessel occurred. Another xience v was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.